Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is currently underway.

Event description:
It was reported that three (3) attempts were made to detach an embolism coil; however, the coil did not detach. During removal, the coil unexpectedly detached in the aneurysm. The coil was left implanted in the aneurysm. There was no reported intervention or patient injury. The current patient's status is reported to be fine.

Manufacturer narrative:
The pusher was returned; however, the coil was not returned for analysis. The pusher heater coil shows sign of thermal cycling. The attachment tether was retrieved from the ID of the body coils. The distal end of the monofilament had expanded to form a mushroom, further evidence of possible thermal cycling. The pusher resistance was within specification. The connector was bent and kinked and could not be inserted into a sample v-grip controller. Based on the available information and evaluation of the pusher, the reported complaint cannot be determined. The coil was not returned for evaluation; however, the analysis of the returned device found signs of thermal cycling at the distal termination of the attachment tether and on the heater coil. The electrical circuit remained intact and pusher resistance was measured to be within specification.